Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodged from the balloon. The 85% stenosed bifurcated lesion was located in the moderately tortuous non-calcified circumflex artery. The lesion in the mid to distal circumflex artery was pre-dilated 3 times with a sprinter 3.0x20mm balloon. The physician was attempting to implant a 3.0x16mm taxus express2 drug eluting stent, but was having difficulty crossing the lesion. The physician attempted to cross the lesion approximately 6 to 7 times, after which the stent dislodged from the balloon. The physician attempted to remove the dislodged stent, but eventually sent the patient to surgery. The dislodged stent was removed and bypass was performed on the patient. The patient status is ok.